Manufacturer narrative:
The subject device will not be returned to olympus medical system corp. (Omsc) for investigation. Omsc has not finished the investigation yet. The exact cause could not be conclusively determined at this time. This report will be supplemented as soon as the investigation is completed.

Event description:
During a polypectomy, the subject device was used. The physician resected the 7 mm polyp in the transverse colon and the 6 mm in the sigmoidal colon with the subject device. At the resection of the 6 mm polyp, there was also a contact mark with the subject device about 3 mm apart. It was confirmed that a small ulcer was formed after the resection of the 6 mm polyp. The bleeding and perforation of the patient were not confirmed. Finally, the physician resected the 6 mm polyp in the anus. The procedure was completed. The patient discharged from the hospital on the current day. There was not further patient injury reported. As a result of the investigation by the facility, it was found that the insulation breakdown occurred at two points within 10 cm from the distal end.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01666 to provide additional information based on the evaluation result of the subject device. The subject device was not returned to olympus medical system corp. (Omsc) for investigation. The exact cause of the reported phenomenon could not be conclusively determined. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. Based on the past similar cases, omsc assumed that the snare tube which had abnormally such as tears, cuts, peeling or other damage was used and activated. Therefore, the ulcer occurred since exposed part of the snare tube contacted the non-target tissue during activation. The tears, cuts, peeling of snare tube might be caused by the following handling during use or reprocessing. The user rubbed the subject device with a hard object the user performed forcefully squeeze, wipe or scrub the snare tube. The user inserted the snare into the endoscope slantingly. The instruction manual of the device has already warned as follows: before use, inspect the entire length of the snare tube for tears, cuts, peeling or other damage, and do not use the instrument if any irregularity is found. Using a damaged snare tube may cause mucus membrane damage, thermal injury to non-target tissue, burns to the patient, operator, or assistant and/or more severe instrument damage. Before use, make sure that the snare wire is not frayed; do not use it if this or any other irregularity is observed. Otherwise, the snare loop may break and could cause perforation, bleeding and/or thermal injury to non-target tissue.